Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Consumer called initially with an e-0 reading on the meter after troubleshooting and cleared e-0, customer obtained erratic results. Consumer complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 46, 50 and 272 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 50 mg/dl and 46 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time are subjective to customer's records): (B)(6).